Event description:
Procedure: perm cath placement for dialysis access. Event: during procedure physician and technician had difficulty passing cannon catheter over guidewire. When wire finally exited one of the holes of catheter the end of the wire was found to be bent and catheter could not be passed. Catheter and wire were removed. During procedure pt became anxious and developed labored breathing. As they were reinserting dilator and passing another wire, pt's breathing became more laboored. Condition continued to deteriorate.